Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was implanted with a plugged right ventricular (rv) port. It was stated that there were clinical reasons why the patient did not receive a rv lead. Technical services (ts) discussed that because there was not a rv lead implanted, the crt-p auto lead detect algorithm was providing a signal every two seconds in an attempt to measure the rv lead impedance. Despite decreasing the sensitivity, the crt-p was still sensing the signal from the algorithm. Ts also emphasized that an rv lead is required for proper function of the crt-p system. The crt-p remains in service and no adverse patient effects were reported. It was additionally reported that the crt-p was replaced with a non-boston scientific crt-p that allowed left ventricle-only programming and timing. It was planned to continue normal follow-up. No additional adverse patient effects were reported.